Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient needs to get a knee scan. The caller said patient¿s device is not working, and ¿the battery would die¿. He has not charged it in a long time because it was overheating and ¿giving problems¿. It was reviewed if the ins hasn¿t been charged in months and depleted then it is off. It was also reviewed with caller how MRI eligibly is determined using patient programmer or 8840. The MRI could not be done at this time because the patient¿s device was likely in overdischarged and the patient¿s device could not be confirmed to be MRI eligible. No further complications have been reported. No additional patient symptoms were reported. Additional information was received from a manufacturer representative (rep) on 2017-jul-21. It was reported that the antenna temperature or antenna was a suspected issue. The rep reported they were unable to ¿recover¿ the ins with the patient trying the physician mode reset multiple times at home. The patient called the next day to request a new recharger antenna. An antenna was sent. No further complications were reported/expected.